Event description:
A physician reported that in 2000, during a treatment procedure (sites not specified), the collagen material would not come through the adg needle when pressure was applied to the plunger. Subsequently, the collagen material leaked around the hub and splattered onto the nurse's face. The needle did not disengage. There was no injury to the pt or medical staff. No medical intervention was required.